Event description:
The lead was returned.

Manufacturer narrative:
The rv lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis found blood infiltration past the helix mechanism and into the lead's lumen, resulting in the helix being unable to be extended or retracted during testing. A cut in the lead insulation was found approximately 527 mm from the lead's terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations of high thresholds and perforation. Detailed analysis found this lead to be electrically continuous.

Event description:
Boston scientific received information that during the implantation of this right ventricular (rv) lead, the pacing threshold was too high and an attempt was made to reposition the lead. However, the helix was unable to be retracted. The patient's blood pressure then dropped and it was discovered that a lead perforation had occurred. The helix was finally able to be retracted and a pericardium tap was performed which then brought the patient's blood pressure back to normal. The rv lead was attempted to be repositioned again but the helix would not extend. This lead was extracted and then successfully replaced with a passive fixation lead. No additional adverse patient effects were reported.